Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer was experiencing low blood glucose, had a seizure and fell. The customer was treated for the low blood glucose with food and juice. Customer's blood glucose level was 212 mg/dl at the time of the call. Mother stated the customer fell with the insulin pump it has a cracked screen. There was no indication that the insulin pump over delivered insulin. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unable to perform functional test due to display anomaly. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.